Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a clinic that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing of ventricular fibrillation arrhythmia. The ICD was reprogrammed. The patient was in stable condition.